Event description:
It was reported to philips that the device has therapy related alarms errors. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer evaluated the device and its error logs. There were errors in the log that indicate there is an issue with the therapy pca. The therapy pca needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced and errors no longer occurred. The device passed testing and was put back into service.